Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least fifteen applications were performed with balloon catheter 2af284 with lot number 55252 without any issues present. In conclusion, the reported pericardial effusion could not be confirmed through analysis of data files. There is no indication of relation of adverse event to the performance of the cryo device. The sheath was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, prior to the start of the procedure, an effusion was observed via intra cardiac echocardiography. The physician continued the case and was able to complete with cryo. Following the case, the effusion was indicated to be larger. A pericardiocentesis was performed and the patient's hospital stay was extended. No further patient complications have been reported as a result of this event.